Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a cardiac ablation procedure with a thermocool smarttouch sf catheter and a varipulse catheter, the patient experienced a stroke. Initially, it was reported that during an atrial fibrillation and left-sided atrial flutter procedure, the carto 3 system displayed a "force values out of range" error message, the qdot micro catheter was unable to be zeroed, and there was a "hi" force alert displayed on the force readings dashboard. The medical team could not confirm the error code displayed. The cable was replaced and the issue persisted. The qdot micro catheter was replaced, and then the carto 3 system displayed an "eco cable self-test failed" error, the team still could not zero the qdot micro catheter, and there was still a "hi" force alert displayed on the dashboard. The qdot micro catheter was disconnected from quad a with no resolution. The tx eco cable was disconnected from the piu (patient interface unit), and the same error and issue persisted. The qdot micro¿ catheter was replaced with an thermocool smarttouch sf catheter and the procedure continued with no further issues. A trupulse generator and an ngen generator were both in use. The bwi products used were varipulse catheter, qdot micro catheters x2, smarttouch sf catheter, decanav® catheter, octaray catheter, and cartosound and patches. Then, the patient experienced a stroke (date unknown) and returned a few days later. The discovery of the event, confirmation of the event, medical intervention, and patient's current status are all unknown. The adverse event occurred om 06-nov-2025 post use of biosense webster. The physician¿s opinion on the cause of this adverse event was that he kept using varipulse after that event and believes the patient had other reasons for having a stroke and that there is always a risk with ablations. He does not attribute the stroke solely to varipulse. The outcome of the adverse event was the patient improved. The patient required extended hospitalization because the patient suffered a stroke on saturday and came back to the hospital. One transseptal puncture site was performed during the procedure. The number of performed ablations was 34 with pfa (pulse field ablation) energy in the left atrium and rf energy for cti. The neurological impairment event cerebrovascular accident (cva) / stroke. No evidence of char or blood thrombus/clot during the procedure. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. First ablation was rf (radiofrequency) pvi (pulmonary vein isolation) and cti (cavotricuspid isthmus) about 4 years ago, then redo was pfa (pulse field ablation) touch up on veins and posterior wall and anterior line (in (B)(6) 2025), and this case was the patient's third time experiencing ablation. This was a persistent afib. No other observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors were noted during the case. The patient¿s rhythm during ablation looked like atypical flutter and then it changed to atrial fibrillation. The patient presented neurovascular symptoms since she came to the hospital. A previous CT (computed tomography) scan was mentioned. The ablation was performed outside of the pvi in the posterior wall since it was opened, anterior line widening, and cti with rf. No problems with the generator or pump were reported. The generator/pump used was ngen. There are two varipulse generators at the hospital, and it is unknown which device was used for the procedure. This event is being reported under the thermocool smarttouch sf and varipulse catheter. This report is for the thermocool smarttouch sf.

Manufacturer narrative:
On 6-feb-2026, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).